Event description:
According to the reporter, during a quarterly pm (preventative maintenance) for the device, intermittently, subsequent to the charge button being pressed, the device would not reach full charge to deliver energy.